Manufacturer narrative:
The product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient was having vision issues. The surgeon reports the patient's vision was not as clear as it should be. The lens was exchanged during a secondary procedure. Additional information was requested.

Manufacturer narrative:
The iol was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: iol returned loose in a non-company sealed pouch divided in three(3) segments. The iol is immersed in solution and what appears to be blood. One haptic is broken/torn and is returned. The optic is torn/split-cut dividing the iol in two(2). Optical power & resolution could not be verified due to the extensive optic damage. The root cause for the reported complaint "blurred vision" could not be determined. Power and resolution testing could not be conducted due to the optic damage. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).